Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was due to the charger enclosure. Once replaced charger enclosure was replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site was experiencing intermittent image acquisition system (ias) unexpected shutdowns. There was no patient present when this issue was identified.